Manufacturer narrative:
The reported events of a helix mechanism issue was confirmed. The reported event of an unacceptable high threshold was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the right atrial lead exhibited high capture thresholds and helix extension failure. The lead was removed and replaced. The patient was in recovery.